Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2014 and suture was used. During the surgery, the needle-suture was used for knotted suturing under the skin and the needle broke at the swage area. There was no adverse consequence to the patient.

Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. A microscopic visual examination was performed and revealed indents and scuff marks around the break area produced during handling by a surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle. In order to avoid this kind of damage the package insert cautions: ¿to avoid damaging needle point and swage area, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point.¿

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.